Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an event where infusion set was pulled off the while going to the toilet and patient did not notice. This led to rise in the blood glucose level and the patient's mother immediately called emergency number and patient was admitted to hospital and treated without pump but with syringes of novorapid. Patient's blood glucose at the time of event was 40 mmol/l. Patiuent was hospitalised for 15 days. Symptoms reported at the time of hospitalization were confusion, feeling sick/unwell, flu-like, headache, tired/weak, altered vision/vision changes, extremity pain/cramps increased thirst. Patient also tested positive for ketones and the result wasabout 23.30h ketone. No further information available.